Event description:
It was reported that the left ventricular lead implanted in the coronary sinus had no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965, lead, implanted: (B)(6) 2004; d224trk, ICD, implanted: (B)(6) 2011. (B)(4).